Manufacturer narrative:
Failure analysis noted the insulin pump had moisture damage found on motor housing of case. No moisture damage on motor noted. The insulin pump had a cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was 20mmol/l. The customer stated the insulin pump was exposed to moisture in the motor area, but does not recall a reservoir leak. The customer stated the drive support appears intact. The customer was advised to return pump for analysis.